Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested events are detectable/preventable by handling the device in accordance with the following sections of the instructions for use (IFU): - gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection - gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a blocked air/water channel. The issue was observed during prep for use on a colonoscopy procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign debris was found protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light cover glasses adhesive was worn, the distal end adhesive was lifting, the insertion tube bending section cover rubber adhesive was lifting, the bending in the up angle was not to specification, the down angle was not to specification, the right angle was not to specification, the up/down angle had play, the air channel had a blockage, the water flow was not to specification, the water removal was not to specification, the water channel had a blockage, and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.